Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds in which the suspected cause was micro dislodgement. This rv lead was explanted. No additional adverse patient effects were reported.